Event description:
It was reported that a patient underwent a sling procedure followed by a laparoscopic tubal ligation procedure on (B)(6) 2012. During the insertion of the sling by the urologist, the bowel was perforated. The perforation was found after the completion of the sling procedure. The gynecologist was performing the laparoscopic tubal ligation and the perforation was found. A general surgeon was called in. He identified the perforation was to the cecum which was scarred within the patient's lower right quadrant and lying unusually low within the pelvis. The surgeon opined there was minimal concern for contamination. The sling was clipped and removed from the cecum and an enterotomy x2 was performed. The patient was treated with antibiotics, made npo and admitted for overnight observation. The patient was discharged on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.